Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During a medical interview on 07sep2018, a patient¿s (pt) eye care provider (ecp) from (B)(6)reported that a pt was diagnosed with an od corneal ulcer with positive culture and sensitivity while wearing 1-day acuvue moist brand contact lenses. The ecp reported the pt experienced eye redness and eye pain. The location of the corneal ulcer is ¿off pupil downward between 4 o¿clock and 5 o¿clock¿ and it is ¿resolving¿. The date of the event was not provided. The ecp refused to provide additional information. The suspect od lens is not available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 6215620104 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.